Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), tooth disorder ("dental probs.,") and alopecia ("hair loss,"). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine, dyspareunia, fatigue, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) she received treatment for pelvic/ abdominal, dysmenorrhea(cramping),back, dyspareunia (painful sexual intercourse, gen. Abnorm. Bleed, fatigue, dental probs.,hair loss, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event injury was replaced with pelvic/ abdominal pain, dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse, gen. Abnorm. Bleed, fatigue, dental probs., hair loss, migraine added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.